Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff stent graft and aptus endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain and a proximal type I endoleak. The physician elected to surgical convert the patient to a conventional graft. The investigator indicated that the event was related to the abdominal aortic aneurysm. The patient had respiratory failure. The investigator assessed the respiratory failure event as related to the re-intervention procedure. The patient recovered with treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated additional information received: the reported acute respiratory failure onset date is updated. The evar device's including a previously implanted endurant bifurcate and contralateral limb one year post the previous and the endoanchors were explanted during the reintervention procedure. It was reported during the reintervention procedure the patient suffered intraoperative splenic bleeding and hypotension. The patient was diagnosed with thrombocytopenia marked by abnormal haematology values from the associated blood loss during the re-intervention surgery which was reported as 3.5l. A splenectomy was performed and the patient was treated with medication including several blood and platelet infusions. It was further reported the patient experienced and acute kidney injury most likely contrast induced marked with oliguria and diagnosed with a uti. This was treated with medication and prolonged hospitalisation. Per the investigator the events were all related to the reintervention procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the date the type ia endoleak was first noted has been updated. If information is provided in the future, a supplemental report will be issued.